Event description:
Breast implants began a roller coaster of illnesses, ailments and 16 years of suffering before I finally correlated the implants with my body rejecting them and shutting down. I was given no counsel on risks, no paperwork or manuals from MFR (mentor) and no time to decide or make an informed choice. I was preyed on by the industry as I was a young single mother and they fed off of my lack of self esteem. I've had lab blood testing, MRI, scans, evaluations by different types of drs done (all normal), seen chiropractors, acupuncturists, physicians, taken and depressants, many pain med prescriptions, all without a diagnosis. Hand so painful I couldn't write. Neck and back so painful I couldn't carry my child. Dry itchy eyes but no allergies. Sore achy joints and no arthritis, chronic fatigue but perfect blood work. My symptoms list is long. No meds/scripts and no devices now that implants are out.